Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to emergency room (ER) and subsequently hospitalized on (B)(6) 2026 due to hyperglycemia caused by bent cannula reporting cannula didn't penetrate was bent with sideways. The blood glucose level was high. Patient released on (B)(6) 2026. No further information available.